Event description:
Customer called for assistance with her contour meter and received a control result of 37 mg/dl during the call. The normal control range was 100-139 mg/dl. No adverse event was alleged. New meter and test strips were sent to the customer . She is expected to return her strips for evaluation.

Manufacturer narrative:
The strips were returned and tested by qa. They gave e11 on 2 out of 5 samples. E11 indicates exposure to moisture which usually causes high results. Low results were not confirmed. Retention lot gave satisfactory results.